Event description:
It was reported that a cadd legacy pump no disposable alarm and constant beeping with multiple pumps and cassettes after the cassette was on for 24 hours. Issue resolved when changed to a new full cassette. No cassette lot number available. No further details provided.